Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, bleeding, soreness, spotting blood, extreme dyspareunia, and emotional distress. No further information has been provided.